Manufacturer narrative:
On receipt of the report the remaining items in the same batch were still under siw control. All remaining items in the batch were reviewed and confirmed to have been double packed as per the procedure. This is deemed to have been an isolated event. Review of the manufacturing records confirms that the device was manufactured with no non-conformance's. Currents information is insufficient to permit a conclusion as to the cause of the reported event. Requests are being made for additional information and a supplemental report will be provided if this information is received.

Event description:
It was reported a sales representative that when opening an axle component during a procedure that it was single packaged and not double packaged as per normal procedure. The component was sterile and therefore implanted. No further concerns have been reported.

Manufacturer narrative:
The procedure was successfully completed with no reported complications. A device evaluation was not performed as product was not returned. A review of the batch records revealed that the device was packaged in house at stanmore implants worldwide and revealed no evidence that non-conforming products were released from this batch. On receipt of the report the remaining items in the same batch were still under siw control. All remaining items in the batch were reviewed and confirmed to have been double packed as per the procedure. The investigation concluded that the reported issue was an isolated event, the exact cause of the event could not be determined. Corrected data: total knee replacement corrected to limb salvage system. Implanted date corrected from (B)(6) 2012.

Event description:
It was reported a sales representative that when opening an axle component during a procedure that it was single packaged and not double packaged as per normal procedure. The component was sterile and therefore implanted. No further concerns have been reported. This is a supplemental report to 3004105610-2014-00080 ((B)(4)).